Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 20, 2023, was chosen as the best estimate based on the article publish date of october 20, 2023, and five months post-stent removal that the patient was symptom-free. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: j. Boudreaux; r. Ebiai; j. Gore; r. Romero; ja evans; nj patel; jn shah. "Duodenal duplication cyst causing gastric outlet obstruction treated with endoscopic ultrasound-guided marsupialization using a lumen-apposing metal stent." Am j gastroenterol. 2023; 118 (10 supplement): s2186. American college of gastroenterology annual meeting, acg 2023 canada, vancouver, bc 2023-10-20 to 2023-10-25. Block h6: imdrf device code a010402 captures the reportable event of "stent migration." Imdrf impact code f2301 captures the reportable event of "a potential tool required to retrieve the migrated stent."

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "duodenal duplication cyst causing gastric outlet obstruction treated with endoscopic ultrasound-guided marsupialization using a lumen-apposing metal stent," by j boudreaux, et al. Per the article, a case involving a 40-year-old woman with a duodenal duplication cyst was reviewed. Initial management included endoscopic ultrasound-guided fine needle aspiration (eus-fna), which temporarily resolved her gastric outlet obstruction. However, she returned ten days later with recurrent symptoms of abdominal pain, nausea, and vomiting. A repeat computed tomography (CT) scan confirmed recurrence of the cystic lesion and obstruction. To address this, an eus-guided cystenterostomy was performed using a cautery-enhanced 15 x 10 mm lumen-apposing metal stent (lams). The procedure resulted in complete symptom resolution. Follow-up CT at four weeks confirmed resolution of the cyst and no evidence of obstruction. At a subsequent esophagogastroduodenoscopy (egd) three weeks later for stent removal, the lams was found to have migrated into the duodenal lumen and was successfully retrieved. A small ulceration at the duodenal bulb, likely the cystenterostomy site, was noted. The patient has remained symptom-free for five months post-stent removal. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Note: it was reported that the axios stent was implanted to treat a duodenal duplication cyst causing gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenal duplication cyst causing gastric outlet obstruction.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "duodenal duplication cyst causing gastric outlet obstruction treated with endoscopic ultrasound-guided marsupialization using a lumen-apposing metal stent," by j boudreaux, et al. Per the article, a case involving a 40-year-old woman with a duodenal duplication cyst was reviewed. Initial management included endoscopic ultrasound-guided fine needle aspiration (eus-fna), which temporarily resolved her gastric outlet obstruction. However, she returned ten days later with recurrent symptoms of abdominal pain, nausea, and vomiting. A repeat computed tomography (CT) scan confirmed recurrence of the cystic lesion and obstruction. To address this, an eus-guided cystenterostomy was performed using a cautery-enhanced 15 x 10 mm lumen-apposing metal stent (lams). The procedure resulted in complete symptom resolution. Follow-up CT at four weeks confirmed resolution of the cyst and no evidence of obstruction. At a subsequent esophagogastroduodenoscopy (egd) three weeks later for stent removal, the lams was found to have migrated into the duodenal lumen and was successfully retrieved. A small ulceration at the duodenal bulb, likely the cystenterostomy site, was noted. The patient has remained symptom-free for five months post-stent removal. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Note: it was reported that the axios stent was implanted to treat a duodenal duplication cyst causing gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenal duplication cyst causing gastric outlet obstruction.

Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), h1, h6 (impact codes) and h11 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of may 20, 2023, was chosen as the best estimate based on the article publish date of october 20, 2023, and five months post-stent removal that the patient was symptom-free. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: j. Boudreaux; r. Ebiai; j. Gore; r. Romero; ja evans; nj patel; jn shah. "Duodenal duplication cyst causing gastric outlet obstruction treated with endoscopic ultrasound-guided marsupialization using a lumen-apposing metal stent." Am j gastroenterol. 2023; 118 (10 supplement): s2186. American college of gastroenterology annual meeting, acg 2023 canada, vancouver, bc 2023-10-20 to 2023-10-25. Block h6: imdrf device code a010402 captures the reportable event of "stent migration."